Event description:
A surgeon reported that cv232 iol was implanted in a pt's right eye in 2002 with no complications. Vitrectomy performed 07/2002 for macular hole. The report states that portion of the center of the iol has developed an opacity on the anterior & posterior surfaces and that it appers it is anterior & posterior inflammatory membranes. The macular hole will limit vision, therefore, there is no immediate need to replace. Visual acuity reported as 20/70 od at 2004 visit. Prognosis is guarded & pt referred to specialist for evaluation. No further info is available.